Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reports that her implant was placed two weeks ago, and she met with doctor and a manufacturer representative (rep) today to have the system activated. Since she has returned from the hospital, the pt claims that when her communicator goes idle/falls asleep, her stimulation ceases. The therapy app however shows the ins as on. The pt states she is needing to toggle the therapy off and back on again to feel stimulation resume. The pt claims to have experienced this on the call--the pt said the bluetooth light on the communicator turned off and stim stopped. Agent unsure how to address this and reviewed with caller that if the handset app shows the ins as on, the status of the external components should not have an impact on the delivery of the therapy. The caller will follow back up with doc/rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.